Manufacturer narrative:
A getinge field service engineer (fse) replaced the solenoid driver board as part of a field safety corrective action to resolve this issue. The fse performed full calibration, functional testing and safety checks. The unit passed all functional and safety tests per factory specifications, and was returned to customer and cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) reported the customer called in for electrical code 58. Replaced solenoid driver board as a part of field safety corrective action, as per company's service bulletin to resolve this issue. Performed full calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
Customer stated that the cs300 intra-aortic balloon pump (iabp) alarmed with electrical test failure #58 (power-up vent test failed). Event occurrence, patient involvement or status was not reported.

Manufacturer narrative:
(B)(4) 2017 added by (B)(6)

Event description:
Customer stated that the cs300 intra-aortic balloon pump (iabp) alarmed with electrical test failure #58. Event occurrence not reported. There was no patient involvement, therefore no adverse event was reported.